Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, when surgeon was inserting the lens in the eye, surgeon verbalized when rotating forward the injector for the iol go in the eye, noticed that the tip of the injector was above the lens. The initial lens had a scratch located at the center of the lens and scrub nurse reloaded a new lens. The surgeon decided to cut and explant the iol and inserted a new one and used company another injector.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. One opened company handpiece in a sterilization pouch was returned for evaluation for the report that the tip of the injector was above the lens. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming with the plunger bent. A dimensional inspection for plunger position height was performed and was found non-conforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.